Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the slightly tortuous and moderately calcified common femoral artery. After a non-bsc guide catheter was placed, a non-bsc guidewire crossed the lesion. Then a 6.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the 1st inflation at 6 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Using contrast media, the lesion was evaluated prior to opening a new balloon catheter. Base on contrast media, it was verified that there was a sufficient blood flow. According to intravascular ultrasound(ivus) evaluation, dilation was slightly insufficient. Pressure variance was not an issue and the procedure was completed without constraints. No patient complications were reported.